Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1929 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported doctor reported a faulty guide wire. The faulty guide wire got stuck during the procedure and the doctor was unable to advance it forward, also experienced difficulty removing it.

Event description:
It was reported doctor reported a faulty guide wire. The faulty guide wire got stuck during the procedure and the doctor was unable to advance it forward, also experienced difficulty removing it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became stuck within the introducer needle was confirmed, but the exact cause was unknown. A photograph was provided for evaluation which depicted a guidewire within an 18ga introducer needle, all of which had been placed within a clear tray. It appeared that the guidewire direction had been reversed with the "j" tip distal end being proximal of the needle luer, and no guidewire could be seen to exit the needle tip which suggested that the guidewire had either become broken or was cut. No observable evidence suggested the cause of this event. Common historical cause includes inadvertent retraction of the guidewire against the needle bevel which can cause the guidewire to become stuck or damaged. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. H3 other text: evaluation findings are in section h.11.